Event description:
It was reported that an unknown failure occurred on a homechoice (hc) device during use. A swap of the device was initiated. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device was made. If the homechoice (hc) is returned or additional information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon further investigation, it was determined the reported problem was identified as damage. The cause was determined to be a hardware issue. The integrated door was replaced. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed and nothing was found that could have caused or contributed to the reported issue. A visual inspection was performed. Functional testing was performed with no issues noted related to the reported condition. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing that could have caused or contributed to the reported difficulty. The device met product specifications. The reported problem, was not verified via sample evaluation. The problem was not reproduced during simulated therapy. Should additional relevant information become available, a supplemental report will be submitted.